Event description:
The initial reporter received a questionable elecsys hcg+b test system result from one patient sample tested on the cobas e411 rack analyzer. The initial result was 0.100 miu/ml with a data flag. The repeat result was 49.87 miu/ml. The doctor questioned the initial result, prompting the rerun of the patient sample. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 797723. The expiration date was not provided. The calibration results were acceptable. The qc results were within the specified ranges. The alarm trace did not indicate any issues. The field service engineer (fse) inspected the analyzer and determined that a clogged sipper flowpath had caused the event. He also found the liquid flow cleaning (lfc) maintenance overdue. He cleaned the sipper flowpath with lfc, adjusted the sample probe, tightened bead mixer screws, and performed an instrument check with successful results. The customer confirmed that the analyzer was again performing according to specifications. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.